Event description:
Heartmate 3 left ventricular assist device (lvad) who was current patient of an inpatient rehab facility was readmitted to hospital with anemia (hemoglobin 5.4) and bright red blood from rectum in the setting of aspirin 81 and coumadin (international normalized ratio (inr) 2.1). Twelve units of blood were transfused over 16 days hospitalization. Endoscopic evaluation included: egd, colonoscopy x 2, capsule study x 2, antegrade enteroscopy, retrograde enteroscopy, of which the bleeding source was never identified. Coumadin (no heparin bridge) was resumed; aspirin therapy was stopped.